Event description:
The customer contact reported a tubing seperation; subsequently, blood loss was noted. The tubing set was being used to deliver an unspecified IV solution. At an unspecified time, the nurse noted that the tubing had seperated from the male adapter and approximately one pint of blood had leaked in the bed. The tubing set was replaced and the therapy was resumed using a replacement set. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.